Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the u1 pcba was detached to download the receiver log. It was reviewed and no errors were observed related to the complaint. Speaker resistance was measured and passed. The reported event of an intermittent audio output was not confirmed as testing could not be completed. A root cause could not be determined.